Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided complete pump reset information and guided them through the pump reset process. After the reset, the cgm error did not reoccur, and the customer was advised to wait 20 minutes before starting their sensor session, which the customer acknowledged and understood.